Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Customer reports that while the endotracheal tube was in the patient, they realized that the respiratory parameters did not change so they removed the tube from the patient and noticed that the balloon had leaks. There was no patient harm. Re-intubation was required.